Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was not responding. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not responding. A field service engineer performed remote manager preventive maintenance, checked the fridge temperature and tested in application to resolve the issue. The system functioned as intended after the field service engineer verified the functionality of the device.